Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user`s hearing performance is affected. As the user was implanted in georgia, no further information has been received so far. Re-implantation in the USA are considered.

Manufacturer narrative:
Additional information: according to the limited information received from the field the recipient's hearing performance is affected. However no further information has been received despite requested. Therefore a root cause can not be determined.

Event description:
The user`s hearing performance is affected. The user was implanted in (B)(6), no further information has been received so far. Re-implantation in the USA is considered.